Event description:
The reporter stated that during the aspiration of contrast agent, air enters the syringe. No patient injury or treatment as a result of this issue. This was reported to medex medical.